Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no impact to customer¿s blood glucose. The customer reverted to manual injections for insulin therapy. Customer did not respond to attempts to obtain additional information.